Event description:
The notification was opened for review in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A dreamstation CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the device assembly. Additionally, the service technician also noted there was debris on the lcd screen. There were no error codes present. The device was scrapped by the service center after the evaluation was completed.